Manufacturer narrative:
This report filed march 3rd, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to a wound infection. The patient was reimplanted with a new cochlear device in (B)(6) 2015 (specific date not reported). This report is filed february 15, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma and subsequent extrusion of the receiver-stimulator. The patient underwent revision surgery on (B)(6) 2015 to reposition the device. The implanted device remains.